Event description:
The pt was having a sigmoid polypectomy. After the colonoscope and snare were passed, the snare was placed onto the stem. The area was being coagulated when the snare disengaged, broke and no further coagulation was able to be done. Upon disengaging, the snare opened, the polyp was partially resected. There was a small amount of bleeding that occurred and epinephrine was injected into the resected area.